Manufacturer narrative:
This report contains supplemental information for mentor psr reference number (B)(4). This device report is being submitted late as a result of the exemption transition period following the revocation of mentor¿s psr exemption #e2007003. During visual evaluation the deice was found rupture. Microscopic examination of the edges of the rent gave no indications of instrument damage. No other anomalies observed. Microscopic examination of the edges of the rupture was performed and it did not provide conclusive evidence of what could be the root cause. The condition observed on the returned sample might be related to an excessive force applied to the device, this cannot be conclusively determined, as rupture is a known complication associated with these devices and is referenced in the product insert data sheet. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this lot.  The complaint was confirmed. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process, complaint trends for mentor devices will continue to be monitored by quality assurance. Reason for device explant and/or reoperation: capsular contracture, bakergrade iii, rupture, device migration. Manufacturer¿s reference number: (B)(4).

Event description:
This report contains supplemental information for mentor psr reference number (B)(4). This device report is being submitted late as a result of the exemption transition period following the revocation of mentor¿s psr exemption #e2007003. It was reported that a (B)(6) year-old caucasian female patient underwent a primary breast augmentation with mentor memorygel 400cc silicone breast implants which the right side ruptured and had issue with capsular contracture, baker grade iii and bilateral implant malposition after implantation. As a result patient underwent bilateral removal and replacement as follow: right replaced with catalog number 3504004bc, serial number (B)(4), and left replaced with catalog number 3504004bc, serial number (B)(4) on (B)(6) 2019. This report is for the right side.